Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post cryoablation procedure, the patient presented with pericarditic symptoms. After a computerized tomography (CT) scan and transesophageal echocardiogram (tee), it was determined that the patient had a pericardial effusion. The patient had a drain placed and it was determined that the effusion was of a pericarditic origin. The patient was being medically managed. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.